Manufacturer narrative:
Qc was within specification. No issues were reported with the instrument. The customer did not request service as this was an isolated event to one patient sample. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous elevated prostate specific antigen (psa) result for one patient generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory and questioned by the physician. Since the initial sample had inadequate amount of volume, a repeat test was conducted on a second sample and lower results were obtained which better matched the patient's clinical picture. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected with his event.